Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: instructions for use: wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Warnings: the purewick flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams). Do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon. Precautions: use with caution on users who are agitated, combative or uncooperative and might remove the product. Do not use barrier cream on the surfaces where the product will be placed. Barrier cream may reduce suction. Keep suction on while removing the product. This helps prevent leaks during removal. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the authorize stating the pw200 caused her mom to have a serve a uti. States heard we were going to take it off the market b/c of bacteria and she wanted to return it. The last order of wicks was from (B)(6) 2025 and she said she used about 4 of the wicks. Asked what wicks she was previously using b/c she bought the unit on (B)(6) and no wicks was purchased until on (B)(6) 2025. Then stated unfortunately it can't be returned and I explained the return policy and she stated I'm going to call the bbb and we know it's going to be taken of the market and she hung up. Unclear if medical intervention was provided. Used with female wicks. No additional information provided. No troubleshooting was provided. It was unknown what medical intervention was provided.

Event description:
It was reported that the authorized cathlyn stating the pw200 caused her mom to have a serve a uti - states heard we were going to take it off the market b/c of bacteria and she wanted to return it. â the last order of wicks was from (B)(6) 2025 and she said she used about 4 of the wicks... Asked what wicks she was previously using b/c she bought the unit 12/24 and no wicks was purchased until (B)(6) 2025.â then stated unfortunately it can't be returned and I explained the return policy and she stated I'm going to call the bbb and we know it's going to be taken of the market and she hung up. Unclear if medical intervention was provided. Used with female wicks. No additional information provided. No troubleshooting was provided. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.